Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2010, the ventricular lead was repositioned due to dislodgement. On (B)(6) 2010, loss of bi- polar pacing and sensing occurred. Perforation was revealed via x-ray and a computed tomography (CT) scan. The lead was removed and replaced with a myocardial lead.